Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102: charge profile fault) was confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102. The cause for the failure was isolated to a shorted q11 and k2 components and an open k700 component on the computer/analog pca. The root cause for the shorted/ open components could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing service code 102: charge profile fault.